Event description:
Oxygen was connected to ambu bag to ventilate intubated patient. It was noted that the ambu bag was not filling. It was determined that the dial flowmeter had disconnected from the o2 wall port. Unable to determine that the o2 was not connected/not flowing by looking at the flowmeter.